Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the tortuous right coronary artery. A 4.00 x 20mm synergy shield drug-eluting stent was advanced for treatment but experience difficulty advancing the lesion. However, it was found that the delivery shaft was fractured. The procedure was completed with another of same device. There were no patient complications. Patient was stable.